Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter advised end user stated concentrator caught fire and damaged their carpet. Reporter could not advise how fire was put out. Reporter noticed a long burn mark on carpet where cannula would have been sitting. Reporter advised dealer stated thinks issue occurred due to family smokes and the filters are black. Reporter advised no injury. Reporter could not provide any end user information or any further information.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cabinet was received with a large burn mark on the front face and neat the outlet port. The inside of the cabinet was free from any fire damage but was covered in white sieve dust. The lack of any fire damage inside of the cabinet suggests that the fire started at a source outside of the concentrator. Hair accumulations were also present inside of the cabinet. Conclusions - utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was not confirmed for the concentrator catching on fire. Fire damage was present only to the outside of the concentrator, not inside of the cabinet. This suggests that the source of the fire was outside of the unit. Complaint was not confirmed. The underlying cause is external source of fire. Root cause could not be determined after reviewing the documentation in this investigation. User¿s manual review 1143482 rev. F. (Page 4) danger - do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. (Page 22) note: at a minimum, preventive maintenance must be performed according to the maintenance record guidelines. In places with high dust or soot levels, maintenance may need to be performed more often.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cabinet was received with a large burn mark on the front face and neat the outlet port. The inside of the cabinet was free from any fire damage but was covered in white sieve dust. The lack of any fire damage inside of the cabinet suggests that the fire started at a source outside of the concentrator. Hair accumulations were also present inside of the cabinet. Conclusions - utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was not confirmed for the concentrator catching on fire. Fire damage was present only to the outside of the concentrator, not inside of the cabinet. This suggests that the source of the fire was outside of the unit. Update from 01/25/2016 10:17 am added by consumer affairs: dealer stated looked at the concentrator and the filter was black like they had smoked with the unit. Dealer states the floor in the house down the hallway to the unit is black from the outlet on the concentrator down the cannula all the way to the unit like they pulled the cannula off to smoke and the o2 came in contact with the flame. No alleged injury. No further information provided at this time. Update from 01/25/2016 03:50 pm added by consumer affairs: end user boyfriend stated no one smokes in the home and he doesn't know how it happened. End user boyfriend heard end user yelling from the living room and ran in there and she was trying to put out the fire with a pillow. End user boyfriend said there were foot high flames on the carpet going down the cannula. No injury. Damage to carpet, her chair, and end table. Reporter advised enduser stated concentrator caught fire and damaged their carpet. Reporter could not advise how fire was put out. Reporter noticed a long burn mark on carpet where cannula would have been sitting. Reporter advised dealer stated thinks issue occurred due to family smokes and the filters are black. Reporter advised no injury. Reporter could not provide any enduser information or any further information.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update from 01/25/2016 10:17 am added by consumer affairs: dealer stated looked at the concentrator and the filter was black like they had smoked with the unit. Dealer states the floor in the house down the hallway to the unit is black from the outlet on the concentrator down the cannula all the way to the unit like they pulled the cannula off to smoke and the o2 came in contact with the flame. No alleged injury. No further information provided at this time. Update from 01/25/2016 03:50 pm added by consumer affairs: end user boyfriend stated no one smokes in the home and he doesn't know how it happened. End user boyfriend heard end user yelling from the living room and ran in there and she was trying to put out the fire with a pillow. End user boyfriend said there were foot high flames on the carpet going down the cannula. No injury. Damage to carpet, her chair, and end table. Reporter advised enduser stated concentrator caught fire and damaged their carpet. Reporter could not advise how fire was put out. Reporter noticed a long burn mark on carpet where cannula would have been sitting. Reporter advised dealer stated thinks issue occurred due to family smokes and the filters are black. Reporter advised no injury. Reporter could not provide any enduser information or any further information.